Event description:
It was reported that during an idiopathic vt procedure the catheter in use had an inadequate curve. The physician stated that catheter could not be directed to the large curve in one of the directions. Issue was found during use. At some point during the removal from aorta/arterial access, the catheter had difficulty straightening out. The procedure started in the rvot and had moved to the lvot. It was during manipulation in the lvot that the issue presented itself. The procedure was aborted shortly after the issue was found. The physician removed the catheter from the patient and tested the catheter deflection outside the body. The physician made one last attempt to access the vt from the distal cs, but could not advance far enough to access the earliest activation spot. No patient injury was reported.

Manufacturer narrative:
(B)(4). The returned catheter was examined visually and for deflection characteristics. The deflection was found to be out of specification on tip lumen tilt characteristic. Visually the catheter tip was found bent. The pu rings od were measured and they were found within specification. Further examination showed the puller wire was bent at the tip section causing the irregular shape observed; this is commonly caused by an external force application on the puller wire and/or shaft. The device history record (DHR) was reviewed and no anomalies were found. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The complaint condition was confirmed; however, the failure detected is not manufacturing related since the device history record showed the catheter was manufactured under specification and procedures; as stated previously, this failure mode happens when the puller wire is altered by force; in addition, the instruction for use (IFU) recommends that a careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.